Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. A message indicating the device could not be found was observed. Various troubleshooting techniques were not successful. Boston scientific technical services (ts) discussed the device may have been replaced. The physician reported they would follow-up with other manufacturers.

Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.